Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was at beginning of life battery status. Visual inspection and testing showed all sealplugs were intact and all setscrews moved freely. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Event description:
Boston scientific crm received information from a boston scientific field representative that this cardiac resynchronization therapy-defibrillator (crt-d) and a competitor's lead were associated with a report of noise that resulted in inappropriate shocks and pacing inhibition for this pacing-dependent patient. The representative reported lead measurements and sensing were normal, and that the patient would be seen clinically for evaluation and diagnosis. Subsequently, the representative reported the lead was replaced with another competitor's lead due to a fracture, and the device had been reprogrammed to prevent additional shocks until the lead replacement. This crt-d was electively explanted and replaced. Seven months later, the device was returned for analysis.